Event description:
I had to have prk done again after my first procedure in 2006. For some unknown reason I had become farsighted and my near vision was very poor; I really could not see well at all. After the second procedure I was in a great deal of pain. I developed dry eye for a time. I had pain radiating down my face and across my face to my ear. The doctors insisted that the pain had nothing to do with the prk. I was told that the procedure could be done again to improve the vision in my right eye; which I declined. Presently I am on medication for trigeminal neuralgia. The vision in my left eye is quite good, but my right eye is weaker than the left. Of course I need reading glasses. I will need glasses for driving in the future. I went to a very reputable doctor, but I am very disappointed with the results of my 2 prks. I wanted to mention that I also see halos at night when I drive.